Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, concentration not reported at 44.40mcg/day, bupivacaine, concentration not reported at 3.889mg/day and dilaudid, concentration not reported at 8.102mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 the patient reported that they were sprayed by a skunk and the patient was scrubbing herself clean and the pump flipped. The patient contacted their managing healthcare provider who stated that the pump was sewn down so it wouldn¿t flip. Per the patient, the healthcare provider did not want the patient to come into the office and stated if it did flip and the catheter came loose the patient should watch for symptoms or withdrawal. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-aug-2018 from a healthcare professional (hcp) who reported that no action had been taken with regards the patient reporting that her pump had flipped. Per the hcp, they had not seen the patient since the incident happened, but there was no known permanent damage at this time. No further complications have been reported as a result of this event.